Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) triggered end of service (eos) due to a excessive charge time. The device has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis observed an excessive charge time (ect) at 35 joules using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the ect. Based on the battery analysis results, no internal battery shorting occurred. Lithium (li) severing was observed leading to reduced anode surface area. Review of the save-to-disk data showed an excessive charge time event was logged before the recommended replacement time and subsequent explant. The charge timeout and excessive charge time resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.